Event description:
It has been reported that the phoenix main tin was installed and the exit light did not work and the bed would not go down. No patient involvement or adverse consequences were reported.